Manufacturer narrative:
If implanted, give date: (B)(6) 2002. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. In (B)(6) 2002, the patient underwent implantation of a greenfield¿ vena cava filter. The following week, the patient was admitted for increased pain in the left thigh, along with warmth and swelling of his left lower extremities over the previous three days. The left lower extremity was slightly red in color and there was some tenderness in the left groin, thigh area. The patient had been diagnosed with deep vein thrombosis (dvt) approximately 3 months prior and had been on coumadin therapy since. The patient was also being admitted for experiencing low sub therapeutic inr. The patient was treated with IV heparin. The heparin was to be maintained until the patient inr was above 2.5 at which time the heparin would be discontinued. The patient was to continue coumadin. On (B)(6) 2017, the patient expired, with a reported cause death of cardiac dysrhythmia, chronic pulmonary heart disease, acute embolism and thrombosis of deep veins of lower extremity and hypertensive heart disease with heart failure.